Event description:
It was reported that (1) device was used during a esophagojejunostomy procedure (total gastrectomy). It was reported by the affiliate that the ecs25 instrument was used. The surgeon stated that the device could be fired without showing any problems. But after inspecting the staple line, he noticed that the anastomosis was incomplete. The surgeon then decided to complete the anastomosis by hand suturing. The device was discarded after the operation procedure. A few days postoperative, the condition of the pt got worse and the surgeon decided to carry out a reoperation. During the reoperation, it was noticed that the anastomosis was still insufficient. No further complications were noticed after the reoperation was completed. Two like instruments with the same batch number will be returned for analysis.